Event description:
Medwatch form rec'd that states "when removing the 20 gauge nylon closed end epidural catheter, the tip broke off in the pt. Surgery was performed to remove the tip from pt's back. Surgery was performed to remove the tip from pt's back. To date, pt has had no other ill effects." Customer contact reports that pt was unable to move his toes in the recovery room following surgery. The pt was then taken back to surgery for removal of the epidural catheter, and upon removal, the tip of catheter was found to be missing. Surgery was performed to remove the catheter tip from the pt's lumbar space. The pt was reportedly walking post operatively.